Manufacturer narrative:
Implicated product and product received is 19cm straight dual lumen dialysis catheter with tissue ingrowth cuff. Complaint sample is received in two segments. Proximal segment measures 14.1 inches long and is comprised of both extension limbs, bifurcation and catheter shaft. Blood impregnated cuff is situated 7.2 inches distal to proximal end of extension legs. Moderate amounts of adhesive and grime residue are on catheter shaft outer diameter and both extension legs. Distal tip of venous lumen is broken away from catheter shaft, received loose and constitutes entire second segment. It measures 1.0 inch long. Distal tip of loose segment is identified by its smooth, near-45 degree angled end that is charactristic of MFR. Proximal end has jagged, irregular edge. A lot history review is not possible as no lot number has been provided. Complaint of catheter breakage is confirmed. Complaint sample shows no evidence of MFR defect. Spontaneous breakage is unlikely as it normally takes more than six pounds of tensile force before catheter breakage can occur. Physiological mechanism that would create this amount of force while catheter's distal tip is in superior vena cava via jugular vein is unknown.

Event description:
The port was placed 8/21/97. In 11/97, catheter broke & embolized to lung. The catheter & port were removed at another facility.